Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. The recipient reportedly is experiencing headaches and no benefit when wearing the device. External equipment was exchanged; however, the issue did not resolve. The recipient is not using the device. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. Correction information section b.6. Advanced bionics considers the investigation into this reportable event as closed. Revision surgery revealed a bone layer over the implant. The silicon was reportedly dissolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.